Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The memory revealed that there was a dramatic change in right ventricular (rv) impedances from 2,300 ohms to 380 ohms. The reason for the sudden drop in impedance was not known. The lead impedances directly effected longevity and the device appropriately shortened the time to ert due to the impedance change to insure that therapy would be available for the 90 days between ert and eol. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that this pacemaker was suspected to have premature battery depletion (pbd). During a routine device follow-up, the device longevity reported 5 years remaining. However, approximately one year later, the device was at end of life (eol). A revision procedure was performed. The device is no longer in service. No additional adverse patient effects were reported.